Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced a skin reaction with itching, rash and scar under entire patch area. A skin scar was reported; however, as the patient was unreachable despite contact attempts, we were unable to confirm whether the scarring is permanent. The skin reaction was treated with an over-the-counter topical medication (dermaid). At the time of the report, the patient condition was unspecified. No other details were provided. This covers the allegation for the month of (B)(6) 2026. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.